Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that oversensing was detected on this lead.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.